Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 516 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, the pump¿s settings were not recently changed, and they remained on pump therapy. A use error related to a radio-frequency communication failure issue was reported. This complaint is being reported because the alleged serious injury was attributed to a use error of the device. There was no allegation or indication of a pump malfunction.

Manufacturer narrative:
The device is not required to be returned to animas.